Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006.s918usqs7fze3. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being unable to administer a bolus due to lack of access to the omnipod 5 application. The patient indicated that the pod was actively connected to the omnipod 5 app on a previous mobile device, which had powered off and was no longer accessible. As a result, the patient could not interact with the system or deliver insulin. Additionally, the patient reported the controller was not charging after 6 months off being unused. However, during the call, the controller began charging successfully. Due to this inability to administer a bolus, the customer contacted her healthcare provider, who provided direction on administering a bolus. The patient reported no symptoms and did not receive a diagnosis. No blood glucose levels were reported.